Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel breast prosthesis, catalog and lot numbers unknown. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a bilateral primary breast augmentation procedure with unspecified mentor gel breast prostheses that ruptured after implantation. Bilateral rupture was diagnosed during surgery. In addition, patient experienced capsular contracture (baker grade iii) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 05/01/2018, the mentor failure analysis lab discovered that the suspect medical device received is not a mentor device. As a result, no investigation will take place. Manufacturer¿s reference number: (B)(4).